Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: nld174059n); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller wouldn't turn on and the issue began today. There was nothing plugged into the controller when the issue happened. During the call there were no damages in the controller charging port, battery compartment and battery pack. Patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 90% and implant was at 90%. The troubleshooting steps taken on the call resolved the issue.